Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted that their speed was 5000 rpm when the set speed was 5400 rpm. Upon interrogation, lvad faults were noted. No alarms were on the system controller, and it had 2 green arrows. The patient was asymptomatic. The periodic and event logs displayed lvad_internal_fault / (f59) e2p_crc alarms beginning (B)(6) 2022 thru (B)(6) 2022. The f59 error code is an lvad eeprom crc fault which indicates a transient miscommunication between the pump and the controller. This alarm causes the pump to change the pump speed to 5000 rpm. The alarm may be resolved with a power cycle to the pump. It was later communicated that the clinician disconnected and reconnected the driveline, which reportedly resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) internal fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted system controller event and periodic log files revealed lvad internal fault alarms that appeared to have an onset date of 23nov2022. Due to this issue, the pump operated at 5000 revolutions per minute (rpm) during the alarms despite the set speed being 5400 rpm. No other notable events or alarms were captured, and no interruption to pump function was observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system alarms, including the left ventricular assist device (lvad) fault alarms, and the recommended actions associated with these events. The heartmate 3 lvas patient handbook, is also available. Section 5 entitled "alarms and troubleshooting" outlines all system alarms, including the lvad fault alarms, and the recommended actions associated with these events. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.